Manufacturer narrative:
The technician found the brake casters needed adjusting most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted all brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brakes will set but the stretcher still rolls. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).